Event description:
During the attempted resuscitation of a gunshot wound/trauma arrest victim rptr encountered 2 instances where the device failed. Upon extracting the needle of a prefilled syringe from the IV extension set injection site, the injection port pulled free from the tubing. This created an open, free flowing breach in the tubing which caused a delay in drug and fluid resuscitation and posed a risk for contamination and infection. This occurred twice, once during pre-hosp transport, and the second instance during continued resuscitation at the emergency dept.